Manufacturer narrative:
Product event summary: analysis found that the unit was unable to power up with the batteries returned and good batteries. Unable to perform debug or rework due to component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient held the activator over the implanted monitor to trigger a recording and the patient heard a loud ¿pop¿ and burning smell. There was redness over the site though no injury. It was noted that it was unsure if the redness on the skin was due to heat or stress. It was also noted that the activator smells of burning. A new activator was ordered for the patient. No patient complications have been reported as a result of this event.